Manufacturer narrative:
The microtip is being returned for complaint evaluation. Upon conclusion of the evaluation a supplemental report will be filed.

Event description:
Per the information provided, the device broke during set-up of the equipment. The microtip was successfully primed and the acoustical check completed. As the needle cap was being twisted off the needle separated from the microtip. The patient had not been prepped for surgery and was not in the room when the failure occurred. Another microtip was obtained and used to perform the procedure.